Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent abruptly opened and could not be retrieved back. The procedure was completed by competitor device. What was the target location? Esophgeal. What was the diameter of the wire guide used? 0.035x480 cms. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. Was resistance encountered when advancing the delivery system to the target location? No. Was pre-dilation/post-dilation performed? No.